Manufacturer narrative:
Complaint has been evaluated and is similar to report number (B)(4) - 1644408-2022-01363; 342-14-706, s800 - revision surgery, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
I&d w/ insert exchange.